Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown. The problem was not confirmed. The root cause was undetermined.

Event description:
During follow up on a master complaint for a system error 2240 alarm, corporate product surveillance (cps) received a report from a home patient (hp) that he was in the hospital over the weekend because he said his catheter broke in half, he was not sure how it broke, he said it just happened when he was walking across his room. He did not know who made his catheter, he just said he went to the hospital and they took care of the issue. There was patient involvement but no reported injury. Product surveillance contacted the nurse on (B)(6) 2012 and she said she was the hemo nurse but she sometimes worked with the patient. She did know that he had an issue with his catheter and had to go into the hospital. As far as she knew he was completing therapy successfully. No further information was provided. There was patient involvement but no reported injury. Product surveillance contacted the pd nurse on (B)(6) 2012 and she said it was actually his transfer set which had just come loose (this complaint). She said (B)(6) took care of the issue and she said they gave him a new transfer set. No further information was provided. There was patient involvement but no reported injury or medical intervention.